Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the available information a definitive root cause was not identified. According to the facts found out from the investigation, attempts to acquire subsequent information were made; however, there was no response. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center displayed error e216 and error b30 (scope communication errors) during preparation for use. The customer reseated the maj-1933 cable in the back and error e216 did not display however, error b30 error was then displayed. The issue has occurred with multiple scopes. There were no reports of patient harm or impact associated with the reported event. This report has multiple related patient identifiers: (B)(6) for other devices experiencing the same error.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.